Event description:
Caller reported discrepant tni results when testing pt samples on triage cardiac panel 25 test vs vitros eci. Samples are being run to determine whether or not triage can be used as a back-up for their vitros eci.

Manufacturer narrative:
Investigation in process.